Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Product/lot information for the acetabular cup was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges a defective femoral head and stem fracture. Update (B)(6) 2016 medical records received. Medical records reviewed for MDR reportability. Medical records reported the patient had pain, difficulty ambulating, difficulty with stairs, and loss of range of motion. A radiograph reportedly showed a fracture of the stem at mid-shaft and the revision surgical report, dated (B)(6) 2014 with dor being updated, reported that the cup was minimally anteverted to slightly retroverted and was revised. An unknown duralock cup will be reported as the surgeon reported it was a duralock 300 cup. Stem part/lot updated.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the provided product and lot code combinations. Review of the femoral stem device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The search and/or review of device history records was not possible for the unknown device. X-rays and medical records were reviewed. Implant fracture has been confirmed. The investigation can draw no conclusion with the information provided. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.